Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that no additional troubleshooting or actions were taken or planned. The patient recovered without permanent impairment.

Event description:
It was reported that stimulation was in the wrong location. At the time of the report, they just got done with the implanting the implantable neurostimulator (ins) with two leads, and had a difficult time placing the leads. Post implant, the attempted to reprogram with every possible electrode, and the patient only felt rib cage stimulation on both leads. Impedance testing was done at 0.25 volts, with 0.75 volts the patient was jumping. After implant at the table, the impedances were in the range of 900 ohms. Electrode impedance was retested at 0.25 volts and had range of impedances of 600 ohms, with the lost values of 570 ohms. During the lead placement, the healthcare provider (hcp) nicked the dura. The hcp did not patch the nicked dura therefore csf was still in the dura space. An x-ray was performed intra-operatively and showed the leads were lateral position, not anterior of i2 to t7. It was later reported that the cause of the nicked dura and difficulty of lead placement was not device related. Impedances were still low during reprogramming, but the manufacturer representative was going to give it a week and then try to reprogram again. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported additional troubleshooting/actions taken or planned was on (B)(6) 2014 and they reprogrammed for better pain control. The patient recovered without permanent impairment.